Event description:
The user facility reported to the distributor that after zero-balancing the catheter was placed. The user facility noticed an incredible value of temperature displayed on the monitor. The user facility extracted the catheter and the value of the air temperature was correct. The value displayed seemed to be adequate. No patient injury was reported but intervention was required to remove and replace the catheter. The patient was not in transit.